Event description:
It was reported that during a lead revision procedure, the physician reported experiencing issues with deploying the screw on the lead which led to the physician to explant this implantable cardioverter defibrillator (ICD) device. The ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.